Event description:
It was reported to philips that an mrx device had experienced an ECG equipment failure and was subsequently emitting an audible chirp. There was no patient involvement. A philips field service engineer (fse) was onsite when it was discovered that the customer had a unit that had experienced an ECG equipment malfunction. Upon evaluation of the device, it was determined that the cause for the failure was a faulty ECG trunk cable. Based on the conclusion of the investigation, it was determined that this malfunction of the trunk cable. The trunk cable was replaced and the device passed all subsequent testing. The device remains at the customer site. No further investigation or action is warranted.

Event description:
It was reported to philips that an mrx device had experienced an ECG equipment failure and was subsequently emitting an audible chirp. There was no patient involvement. A philips field service engineer (fse) was onsite when it was discovered that the customer had a unit that had experienced an ECG equipment malfunction. Upon evaluation of the device, it was determined that the cause for the failure was a faulty ECG trunk cable. Based on the conclusion of the investigation, it was determined that this malfunction of the trunk cable. The trunk cable was replaced and the device passed all subsequent testing. The device remains at the customer site. No further investigation or action is warranted.